Event description:
Investigation results:one sample was received for evaluation. The manufacturing facility performed a visual inspection. The complaint was confirmed in the lab. The particle was identified as the membrane from the port. Possible cause is due to how the operator inserted the spike into the membrane, but the root cause is unknown. A review of the batch record documents were performed with no issues noted during the manufacturing process. Units are 100% inspected pre and post sterilization by production and quality performs an s-3 per batch for in-process finals. Investigative action at the final manufacturing area has failed to uncover a manufacturing related cause that would contribute to this type of incident.

Event description:
Patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, the patient was revised (B) (6), due to the anchor plug fracturing at the point of the spindle/centering sleeve interface.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).for the reported condition, the channel b tubing was cleaned. There is an ongoing CAPA investigation, (B)(4), associated with this report.

Manufacturer narrative:
(B) (4) evaluation summary: the device involved in the incident was received for evaluation. The event history review performed identified that there were 967 customer events in the history from (B) (6)2009 to (B) (6)2009. On (b) (46)2009: channel c (ch c) had a primary infusion start at 8:23:36 at a rate of 32.4ml/hr and channel a (ch a) had a piggy-back infusion start at 9:39:24 at a rate of 200ml/hr. Ch b tube load occurred at 9:43:03. Ch b start button was pressed at 9:43:06. A primary infusion on ch b was started seconds later 9:43:08. 31 at a rate of 100ml/hr. Failure code (fc) 810:11 occurred on ch b at 9:43:39. Fc 810:11 is an air sensor / circuit saturated indication. During evaluation of the pump, it passed the self test on alternating current (ac) power. Ch b pump head module (phm) air in line (ail) calibration values were verified. Test1 was performed while ch b phm was still cool (room temperature). Ch b test1 without back pressure = 208 and with back pressure of 14.5 pounds per square inch (psi) = 231. With air filled tubing = 104. All three phm?s were run on the following: ch a on primary at 200ml/hr, ch b on primary at 32.4ml/hr and ch c on primary at 100ml/hr. All three channels were run for 2 hours and left on keep vein open (kvo) for another 30 minutes. No malfunction or failure codes occurred. While ch b phm was warm (after infusing for 2 hours), ch b phm ail calibration values was verified. Ch b test2: without back pressure = 208 and with back pressure of 14.5psi = 231. With air filled tubing = 102. Specifications for tubing without back pressure is greater or equal to 190 counts and with back pressure of 14.5psi is less than or equal to 243 counts. Specifications with air filled tubing is less than or equal to 128. The ch b ail calibration values were within specifications. Several tube load/unload and start of infusions were performed on ch b and no problem was found. Ch?s a, b and c were run at 100ml/hr for 18 hours and infused without failure codes or malfunctions. Ch a phm, ch b phm, and ch c phm were removed and visually inspected for loose connections or damage and none were found. All three phm?s have the yellow dot which indicate an upgrade. Traces of unknown dried fluid were found on ch b top and bottom ail sensors which is an indication of wet tubing loaded at the time the fc 810:11 occurred. Per the customer?s event history, ch b tubing was loaded at 9:43:03, the infusion was started at 9:43:08, then fc 810:11 occurred at 9:43:39. This is an indication of wet tubing being loaded. The reported condition was confirmed but not duplicated. Traces of dried fluid were found on ch b top and bottom ail sensors which is an indication of wet tubing was loaded at the time the fc 810:11 occurred. This device utilizes user interface module master software (B) (4), categorized as remediated.

Event description:
In 2009 the customer contacted baxter to advise that a colleague volumetric infusion pump encountered a failure code 810:11 on channel b. The problem was noted during use on a patient. Two days later, baxter was able to obtain additional information on this event: the event happened two months ago, and the patient's blood pressure was affected by this event. The intravenous medication therapy was infusing on channel b, error 810:11 occurred, and the channel failed to continue infusion. The pump was removed from the floor and was put out of service. The device will be returned to baxter for evaluation. The software version is unknown at this time.

Event description:
Pituitary rongeur tip broke off in patient during l5 s1 lumbar discectomy and laminectomy. X-ray called to bring c-arm to assist neurosurgeon in retrieval of tip. Tip retrieved by neurosurgeon under fluoro.